Event description:
It was reported that during a full supply change, when the user deployed the infusion set and removed the plastic puck, the site did not adhere to the body and came off with the puck; the user confirmed adhesive and needle covers were removed, and with guidance the user replaced the site and completed the supply change successfully, indicating an infusion set deployment/attachment issue involving the cannula and an incorrect procedure or method. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper technique during infusion set insertion involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.